Manufacturer narrative:
Abstract citation: s arustamyan, a bocharov1, e bukharin etc. Al. "Different approaches in reconstructive endovascular treatment of large and giant intracranial aneurysms." Interventional neuroradiology 21(1s). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information during literature that in early postoperative period morbidity\mortality has made 2.7%/3.3 % in cases using ped. A review that 237 patient with 244 large and giant intracranial aneurysm, were operated. There were 61 men and 176 women aged from 18-77 years. Aneurysms demonstrated ich at 13% of patients, in 55% cases they had pseudo-tumorous current. In 207 cases pipeline (ped) was used.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.